Event description:
The duett sealing device was deployed following an interventional procedure (via a 7f sheath in the right common femoral artery). The puncture site was noted to be unremarkable at the time of the deployment. The deployment was unremarkable. After holding pressure, a hematoma began to develop, and a femostop was applied. The pt was taken to surgery for hematoma evacuation, exploration and repair of the artery. During surgery the pt was transfused, and it was noted that the puncture was a lateral wall stick. No further complications were reported.